Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was rising. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2005; t510-29h tissue valve, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure, interrogation revealed that the right ventricular (rv) lead was unable t o capture, and exhibited high thresholds and undefined impedance. The physician elected to cap and replace the pace sense portion of the defibrillator lead. The lead remains in use. No patient complications have been reported as a result of this event.